Event description:
It was reported that the patient was very lethargic and has shortness of breath with atrial fibrillation (af) due to undersensing of the right atrial (ra) lead and unnecessary atrial pacing. The ra lead was also found to have no capture at high output. It was noted that the patient had an irregular ventricular rhythm with no discernable p-waves. The ra lead was programmed off and left in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).